Event description:
It was reported that the smartsite access device separated from the spike. This is the second time this happened with this same lot of product. The customer has asked whether the device is glued together or held by friction. There was no patient involvement nor adverse consequence related to this event.

Manufacturer narrative:
After further review this MDR will now be filed under report number 9616066-2020-01845.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that the smartsite access device separated from the spike. This happened 2 times on the same day with the same product lot number. There was no patient involvement nor adverse consequence related to this event.